Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 336 mg/dl after issues related to not meal announcing properly, and the agent guided a field reset/setup and advised allowing the pump approximately two hours to lower glucose gradually using the corrective algorithm; the device did not alert for high or low glucose. Symptoms included thirst and a need to urinate. Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alarms and no device malfunction identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.